Event description:
Report received from the USA stating that the "burrs would not insert into the device" during a pterygium right eye incision procedure. The procedure was delayed for ten minutes. The procedure was completed with another drill. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).